Event description:
It was reported that during lv lead implant the rv lead shifted. It was repositioned and the lv lead implant continued. The patient had an abrupt drop in blood pressure. Fluoroscopy revealed perforation with pericardial tamponade. Pericardiocentesis was performed. The patient stabilized and the pocket was closed. The lead dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.